Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were readings during warmup. The sensor was inserted into the abdomen on (B)(6) 2022. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of readings during warm up is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.